Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent paracervical block and excision of endocervical canal on (B)(6) 2008 due to vaginal bleeding and cervical erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hysterectomy & surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2007 and mesh was implanted into the patient. She experienced a recurrence of the stress urinary incontinence & pelvic organ prolapse 6 months post operatively and has continued pain. (B)(4). Stress urinary incontinence. Stress pelvic organ prolapse.